Event description:
It was reported the camera head had a "bleeding" image. The event was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The product analysis confirmed that a yellow ray was displayed on the screen. A device history review was conducted, and no issues were identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure,which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.